Event description:
Information was received from a consumer with an implantable neurostimulator (ins) regarding an ins pocket issue. The patient reported the ins was replaced because it just stopped helping to control her pain in the summer of 2016. Also, the ins "dropped" in the pocket site (at an unknown date) so it was uncomfortable. The device was located in her gluteus area. A revision occurred on (B)(6) 2016 and the non-rechargeable ins was replaced. No further patient complication was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.